Manufacturer narrative:
The instrument alarm trace does not contain a conspicuous event. However, there is an abnormal probe sucking error on the day of the issue. This is an indicator of possible poor sample quality. The field service representative performed targeted maintenance on the instrument. He confirmed the electrodes were installed correctly with no leakage. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative performed ise checks with acceptable results, without errors. He reviewed error logs and ise calibration trace. The calibration trace suggested a calibration may have been missed when a new ise reagent bottle was placed on the system, but the ise calibrations looked normal. The customer performed calibration and verified qc was acceptable. No further issues have occurred. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results for 21 patient samples on a cobas 6000 c 501 module. Refer to attachment "pt47909.pdf" for patient results. The results all have a unit of measure of mmol/l. It was stated that some results had a data flag (h) but it is unknown which results. The electrode lot number was d55 with an expiration date of 31-mar-2021. The results were reported outside of a laboratory. The repeated results were believed to be correct.